Manufacturer narrative:
Reporter phone number as reported: (B)(6).no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had a continuous ventricular arrhythmia requiring defibration or cardioversion which was clearly device related as it was an acute event after ventricular assist device (vad) implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. A is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.